Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.